Manufacturer narrative:
During inspection and testing, the adhesive part of the objective lens was found to be peeling off due to deterioration of the adhesive from chemical/physical stress. In addition, service found the venting connector and the adhesive at the distal end demonstrated signs of deterioration due to the cleaning, disinfecting, and sterilization processes over time. The angulation lock was out of specification and not working. The connector and control body were deformed due to a physical force, such as being dropped. The universal cord was damaged. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported there was an air leak from the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, service found that the adhesive part of the objective lens was peeling off. This report is being submitted for the malfunction found during the device evaluation (adhesive peeling).

Manufacturer narrative:
Correction to date rec¿d by MFR of the initial medwatch. The aware date should be 16-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to physical stress due to dropping or bumping, or deterioration due to chemical stress such as during cds. Olympus will continue to monitor field performance for this device.